Event description:
During an open reduction interval fixation of the left femur, while a condular plate was being placed on the femur for a peri-prosthetic fracture below the hip, a cable tensioner malfunctioned. Once the surgeon reached the strength, he crimped the cable, but once he was ready to loosen the cable, the cable would not release. The tech and surgeon both attempted to loosen the cable, and were unable to do so. Finally, the surgeon cut the cable off. Another set was opened, and another cable tensioner was used to complete the procedure with no pt harm. This event extended the procedure by 15 minutes. A replacement cable tensioner was requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as not product was received. However, a review of the device history record showed, for lot number p306380, the product was manufactured by pioneer and confirmed to specifications.